Event description:
A 2.5 mm diameter x 24 mm length driver sprint rx coronary stent delivery system was inserted into a patient for the treatment of a mid lad lesion. Vessel morphology was reported as moderately tortuous with some calcification and 40-50% stenosis. The lesion was pre-dilated. There was a previously deployed stent in the mid and proximal lad. The driver sprint rx stent delivery system was inserted; however, was unable to cross the previously deployed proximal stent. It is reported that while retracting the undeployed stent through the proximal stent, it got stuck again and dislodged from the delivery system. It is reported that the physician was unable to retrieve the stent using a snare and the patient was sent for emergency bypass surgery to the lad. The driver sprint rx stent delivery system was returned for evaluation. The stent was not present on the balloon. The balloon folds were partially raised and the distal tip was slightly flared. The distal inner and outer shafts were wavy and appeared slightly stretched. Cd images of the procedure were provided for review. Review of the cd confirmed that the vessel was both tortuous and angulated with some calcification at the side to the deployed proximal stent. There are images of the pre-dilation of the previously deployed stent in the mid vessel. The dislodged stent and subsequent attempts to snare it are captured on the cd images. Following review of the cd images it also appears that the patient vessel/lesion morphology may have contributed to the reported dislodgement. In communication from the field, it was confirmed that the driver sprint rx device was inspected prior to use and that no abnormalities were noted. The target lesion was finally treated with bypass surgery. Information received from the account reported that the stent got 'hung up' on the proximal stent during advancement and it is likely that when the physician attempted to withdraw the device, the stent dislodged onto the guide wire. No additional clinical sequelae was reported, and the patient is fine.

Manufacturer narrative:
Evaluation code, results: stent dislodgement. Evaluation codes, conclusions: previously deployed stent. 40-50% stenosis, moderate tortuosity and some calcification.